Manufacturer narrative:
This product was never returned back from the field for analysis. This report will be updated should the product ever be returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited oversensing of noise and jump in impedance measurements of greater than 100 ohms after a cardioversion test. Noise could be reproduced through product testing. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited oversensing of noise and jump in impedance measurements of greater than 100 ohms after a cardioversion test. Noise could be reproduced through product testing. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.